Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of damaged foam that cannot be disassembled from the chassis. In addition, the device had dust/dirt contamination and displayed error codes e-55: err_therapy_queue_full, e-62: err_stuck_ramp_key, e-63: err_stuck_knob_key and e-65: err_stuck_encoder_a. Attributes were verified and are completed correctly. The device was scrapped as per customer request.